Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically capped. Additional information obtained from the field representative that the terminal end of this lead had fell apart after being removed from the device. This lead was explanted and is no longer in service. No adverse patient effects were reported.